Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Document assessment for fmea (product/process) was conducted and no changes required. A device history record (DHR) review was conducted on the reported serial/lot number. The DHR did not show issues related to the complaint. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the device stopped working while in use on a pt. No report on the condition of the pt. Biomed shop reports that they were unable to reproduce the issue.